Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure, the generator displayed the message "no safe probe". Different probes were used but the issue remained and ablation was unable to be performed. The patient was already in the procedure room and had received a local anesthetic when the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One nt 1000 neurotherm rf generator was received for investigation. No visual anomalies were detected. Ac power was applied to the rf generator and the system was powered on successfully. Additionally, found during the functional testing in the lesion mode the rf output was not stable and goes out of specified values. The issue was related to an abnormal functioning of rf generator board rf 104 which was found defective. Replacing the board resolved the reported problem. The generator was powered on; it initialized successfully and displayed the software application. The display and all values are stable and within specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to an abnormal functioning of rf generator board.